Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that before cataract surgery with an intraocular lens (iol) implant procedure, the plunger went over the lens, damaged both lens and the posterior haptic, and consequently the lenses could not be inserted. The surgery was completed with a second lens, and an additional viscoelastic was opened. The company viscoelastic used, which had been at room temperature for one hour prior to the procedure. The lens was prepared immediately before use. The lens was not in contact with the patient.